Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. \ UDI(di): (B)(4).

Event description:
It was reported the patient is receiving ineffective stimulation. Diagnostics revealed high impedance values for the scs lead. A sjm representative was unable to resolve the issue with reprogramming. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the lead was removed and replaced. Therapy was restored and issue has been resolved.